Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.

Event description:
It was reported that the device displayed a channel error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/11/2011 to the present date 10/16/2020 and note that this device has been returned for service two times which correlates to the customer reported issue. Also, there were no production failures indicated on the source device.